Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes have been made and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated no cause was determined and no changes were made to the system. No adverse patient effects were reported.